Event description:
An endeavor resolute rx drug-eluting coronary stent system, length 38mm, diameter 3.0mm, was intended to treat a lesion in a pt's lad (ramus). It was reported that the stent did not cross the lesion and on removal, the struts were no longer properly crimped to the balloon. The target lesion in the lad (ramus) exhibited 80% stenosis with moderate tortuosity and moderate calcification. It was reported that the target lesion was predilated to 12 atm. No pt injury occurred and no clinical sequelae have been performed.

Manufacturer narrative:
(B)(4). Eval results: (failure to deliver stent, stent deformation). (80% stenosis, moderate tortuosity, moderate calcification). Eval conclusions: (80% stenosis, moderate tortuosity, moderate calcification).